Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide devices with reported issues are filed under separate medwatch report numbers.

Event description:
It was reported that a venous closure of a right common femoral vein was attempted with eight proglide devices using the pre-close technique via a 6f sheath hole prior to an electrophysiology (ep) interventional procedure. Reportedly, upon removal of the plunger no sutures were present, a cuff miss occurred with eight attempted proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the ep procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. After the procedure, the lever was opened and closed on all 8 devices. It was then observed that three devices had a foot separation. An angiogram was performed; however, no footplates were found in the patient. The location of the separated foot is unknown no additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle (cuff miss) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability, of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number was updated from 2011041 to 2010541. Device manufacturing date updated from 01/10/2022 to 01/05/2022.